Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and confirmed via system logs. No related issues were found on visual inspection, but error c-34 occurred during testing. The unit will be sent to the original equipment manufacturer for further investigation. The probable root cause in this case is attributed to the faulty component of the erbe generator. This error indicates the internal timeout.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report multiple errors on the integrated electrosurgical unit (iesu) or erbe generator, specifically error codes m-11, c-34, and m-18. Before reaching out, the customer had rebooted the erbe and replaced all energy cables, but the errors persisted. The tse inquired about potential magnetic interference near the erbe, which the customer confirmed was not present. The tse also suggested unplugging the external foot pedals, but this did not resolve the issue. The procedure was completed with no reported injury.